Manufacturer narrative:
Updated sections b4, b5, b7. Updated sections g3, g6. Updated sections h2, h6 - health effect - clinical code; device code(s); type of investigation. H11: additional manufacturer narrative the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data corrected section h6 - component code.

Event description:
It was learned through the implant patient registry and investigation that a 21mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 5 months due to calcification, degeneration, and severe stenosis. The explanted valve was replaced with a 25mm 11500a valve. Per medical records, the patient presented with heart failure nyha iii. CT showed aortic valve with heavy calcification and restricted motion, echo showed aortic valve with degenerative changes and severe as. The patient underwent redo avr and aortic root enlargement with pericardial patch (to address patient's ppm pathology). The aortic valve was excised, annulus size to a 25mm 11500a and implanted with pledgeted sutures. Tee demonstrated a well-seated avr with no pvl. Hemostasis was achieved and the patient was transported to the ICU in critical but stable condition. On pod #7, the patient was discharged home. In the hospital pathology report, per gross exam of prosthetic aortic valve, attached tissue is tan-yellow, semilunar, rubbery to firm and calcified. Multifocal nodules involve two of the leaflets. Serial sectioning reveals yellow-tan, rubbery to gritty cut surfaces consisting of calcified fibromembranous tissue. The final diagnosis shows aortic valve with fibrosis and calcifications.

Manufacturer narrative:
Updated section b4. Updated sections g3, g6. Updated sections h2, h6 - type of investigation; investigation findings. H11: additional manufacturer narrative. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including dyslipidemia. The subject device is not available for evaluation as it remains implanted in the patient. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through the implant patient registry that a 21mm 3300tfx aortic valve was explanted after an implant duration of 4 years, 5 months due to unknown reason. The explanted valve was replaced with a 25mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.